Manufacturer narrative:
Additional information: g3, h3, h6 complaint unconfirmed, investigation was unable to replicate the issue. It was found during the evaluation that the inflow motor is noisy at 89 decibels. There is also physical damage to the top cover, bottom cover, 1 missing molex cap, and 4 missing bumpers. See vendor evaluation.

Event description:
On 09/04/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump's outflow component is not being detected. This occurred during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.